Event description:
It was reported that the ortho grip knee pointer was found to have a broken tip after sterilization and before use in a total knee arthroplasty procedure at the healthcare facility. It was reported that the procedure was completed successfully without a clinically significant delay. There were no adverse consequences and no medical intervention reported.

Event description:
It was reported that the ortho grip knee pointer was found to have a broken tip after sterilization and before use in a total knee arthroplasty procedure at the healthcare facility. It was reported that the procedure was completed successfully without a clinically significant delay. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not been returned for evaluation at this time.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, improper handling was determined as a potential root cause for the breakage. The device was repaired and placed into stock at the manufacturer.